Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hbsag assay performed within specifications. Calibration and quality control data were confirmed to be within the specified ranges, and no relevant instrument alarms were observed. The investigation was limited by the unavailability of sample foam images and incomplete pre-analytical information, such as whether foam was present at the time of the event. A definitive root cause for the non-reproducible false-low result could not be identified. However, non-systematic irreproducible results do not indicate a general malfunction of the assay or analyzer. The device remains in operation at the customer site, and recommendations were provided to ensure adherence to sample preparation guidelines, calibration intervals, and daily quality control procedures.

Event description:
The initial reporter alleged non-reproducible false-low results for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2025 at 10:06, the patient sample generated a result of 0.399 coi (non-reactive). On (B)(6) 2025 at 15:25, a repeat test of the same sample generated a result of 1663 coi (reactive). A new blood sample collected on (B)(6) 2025 at 15:23 generated a result of 1780 coi (reactive). On (B)(6) 2025, hbsag confirmatory testing of the sample was reported as reactive.